Event description:
Customer reported back flow from secondary into primary bag has occurred four times. No pt harm was reported. No add'l event or pt info was available.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event) - last 2 weeks.